Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter: material no.: 2426-0500; batch no.: 20043512. It was reported the primary tubing was found to be leaking above the connection to the IV site (at luer lock). (B)(6) 2020 at 1110: primary tubing with normal saline running and immunotherapy infusing at y-site found to be leaking above connection to IV site (at leuer lock). Tubing was replaced and infusion completed without incident. 500ml 0.9% sodium chloride. This is the infusion that was leaking from the 3 port infusion set. 600mg durvalumab, 313ml, infusing via primary short set infusion tubing. There was no issue with this infusion set up. Infusion pump not available.

Manufacturer narrative:
The customer reported ¿the primary tubing was found to be leaking above the connection to the IV site (at luer lock)¿. Received from the customer was one used primary set model 2426-0500 lot 20043512 with its original package. A green alcohol disinfecting cap was attached to the set¿s smartsite below the pump segment. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No abnormalities were observed during initial visual inspection. To prepare the set for functional testing a lab extension set was attached to the male luer of the set to test the connection at the male luer. An 18 gauge blunt cannula was attached to the end of the lab extension set to closely simulate how a set would be used in the field. Functional testing was performed by filling a lab IV bag with blue-dyed water and connecting it to the set¿s drip chamber spike. The blue-dyed water was observed to flow through the set, exiting through the male luer of the attached lab extension set. Drops of blue-dyed water were observed to be leaking from the engagement between the set¿s tubing (p/n tc10012940) and male luer (p/n 600117) tubing attachment area. No other issues were observed during testing. Further visual inspection of the engagement using a microscope observed insufficient solvent on the tubing. It was also observed that the tubing had not been fully inserted into the male luer. Additional flush tests observed liquid movement in between the outer wall of the tubing and the inner wall of the male luer attachment area, indicating a solvent channel (insufficient application of solvent during the manufacturing process). A dimensional analysis was performed on the tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (male luer tubing attachment area). The outside diameter of the tubing measured 0.144¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.105¿, within the specification of 0.107¿ +/- 0.005¿. The overall tubing shape was observed to be correct (circular). Equipment used (visual inspection and measurement performed on 15-sep-20) - calipers, eq02784, calibration due date: 19-dec-20 - pin gauges, eq08349, calibration due date: 14-july-21 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for primary set model 2426-0500 lot 20043512 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 30 april 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report that the primary tubing was found to be leaking above the connection to the IV site (at luer lock) was confirmed on primary set model 2426-0500. The source of the leak was determined to be insufficient/lack of solvent being applied at the engagement between the set¿s tubing and male luer tubing attachment area and evidence that the tubing had not been fully inserted into the male luer. The root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043512. It was reported the primary tubing was found to be leaking above the connection to the IV site (at luer lock). (B)(6) 2020 at 1110: primary tubing with normal saline running and immunotherapy infusing at y-site found to be leaking above connection to IV site (at leuer lock). Tubing was replaced and infusion completed without incident. 500ml 0.9% sodium chloride. This is the infusion that was leaking from the 3 port infusion set. 600mg durvalumab, 313ml, infusing via primary short set infusion tubing. There was no issue with this infusion set up. Infusion pump not available.